Event description:
The following was reported to hamilton medical ag: unit is not booting.no display. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields.

Event description:
The following was reported to hamilton medical ag: unit is not booting. No display. No patient involvement.